Event description:
For the xio radiation treatment planning system, when a port shape is altered, the system should perform a recalculation of the dose distribution. Under a given set of planning steps, a port shape may be changed and no dose recalculation performed. There were no pts injured.

Manufacturer narrative:
A customer advisory (B) (4) will be sent to all affected users notifying them of the issue. Its resolution has been planned for inclusion in xio release 4.50.00 which is currently scheduled to be available on 31 march, 2009.